Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that the reported event is related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The subject coil was placed into a wide neck aneurysm, but could not stay within the aneurysm due to wide neck. As the coil was being removed, it stretched during maneuvering. During removal of the coil with a snare device, the coil broke resulting in removal of one part of the coil and another remaining inside the vessel. The procedure was stopped. Later (the exact date unknown) clipping surgery was performed to treat the aneurysm. The patient current condition was reported as ok.

Event description:
The subject coil was placed into a wide neck aneurysm, but could not stay within the aneurysm due to wide neck. As the coil was being removed, it stretched during maneuvering. During removal of the coil with a snare device, the coil broke resulting in removal of one part of the coil and another remaining inside the vessel. The procedure was stopped. Later (the exact date unknown) clipping surgery was performed to treat the aneurysm. The patient current condition was reported as ok.